Manufacturer narrative:
Based on the current information, the cause of the intra-operative complication cannot be determined. The sureform 60 stapler instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. The instrument was tested and passed initialization, moved intuitively with full range of motion in all directions and the jaw opened and closed properly. Firing tests were performed twice with different orientations of the distal end and the instrument clamped, fired, and unclamped. System logs did for the procedure not reveal any related system errors that would have likely caused or contributed to the reported complaint. Stapler logs show the sureform 60 stapler instrument associated with this complaint was installed on the system twice and fired 2 blue reloads. On both installations, the first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. Logs show the second sureform 60 instrument was installed on the system once and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the same event reported against the other blue sureform 60 reload.

Event description:
It was reported that after firing 2 blue sureform 60 reloads with a sureform 60 instrument during a da vinci assisted right hemicolectomy, the staple lines did not seem tight and there was more bleeding than normal. A back-up sureform 60 instrument with a white sureform 60 reload was used successfully for the third fire to complete the procedure robotically. The following information was confirmed or obtained through follow up with the surgeon through the robotics coordinator: the staple line did not adequately compress to control the blood vessels within the tissue. The bleeding occurred throughout the staple line in multiple sites and was controlled with ligamax 5mm clips. The estimated blood loss due to the inadequate compression was 10 ml.